Event description:
The customer reported a pre-charge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system battery pack and ups were evaluated and replaced. The system was tested and found to be working as intended and returned to service.